Event description:
It was reported system was removed due to infection. The drug used in the device system was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).

Event description:
Additional information later reported all the components of the pump were removed. Per the patient they didn¿t get out of the hospital until (B)(6) 2013. The drug in the pump was morphine at the time and the patient didn¿t remember the dose or concentration but it was ¿still the highest¿.